Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's revision surgery (reference MFR. Report #1627487-2015-10268 and 1627487-2015-10269) it was noted one port of the patient's scs ipg was not functioning properly. Intra-operative testing was completed and the patient was unable to feel stimulation on their left side. As a result, the patient's physician decided to explant and replace the ipg. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.